Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise. Inappropriate anti-tachycardia pacing (atp) was delivered due to oversensing of the noise on the rate/sense channel. Additionally, high out of range pacing impedance measurements had been observed. An x-ray was performed and no anomalies were noted. An invasive procedure was then performed. The device and lead connection appeared to be secure. Both products were explanted and replaced. No additional adverse patient effects were reported.